Event description:
Arthrocare super turbovac 90 was being used during shoulder arthroscopy. While in use the 'screen' over the head of the device came off the device. Surgeon was unable to locate missing device portion in surgical wound/area. Direct visualization utilizing arthroscope was used as well as fluoroscopy.